Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that since implant, the right ventricular lead's impedance steadily increased from 544 ohms to over 1,000 ohms. It was decided to cap and replace the pace sense portion of the lead and retain the defibrillator portion of the lead in use. No patient complications have been reported as a result of this event.